Event description:
As reported, in 2006, this patient underwent endovascular repair using a gore tag thoracic endoprosthesis. A type I endoleak was discovered in late 2008 and repaired the same day using a medtronic talent thoracic stent graft. The patient is doing well and will continue follow up with the physician.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.